Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2001.

Event description:
It was reported that there were high thresholds, low impedance levels, and undersensing on the right ventricular (rv) lead. The patient's vein was occluded so the lead could not be replaced as planned. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.